Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. Despite the malfunction, the customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, providing a unit with updated software and instructing the customer on necessary steps to take upon its arrival, including returning the faulty pump using a provided return box and pre-paid label within ten days. The customer opted for multiple daily injections as a backup therapy to maintain insulin delivery during the transition and was informed about available training on the new pump in their tandem source account.